Event description:
After successful placement of a palmaz blue stent into the right renal artery, the physician experienced difficulty when removing the balloon of the stent delivery system (sds) from the pt. The pt was a male. The target vessel was mildly calcified, but not tortuous. The physician accessed the pt via the right common femoral artery. There was no difficulty accessing the lesion with a guidewire and there was no difficulty crossing the lesion with the sds. The lesion was not pre-dilated. After the physician had placed the sds in its proper position, he deployed the stent normally at 10 atmospheres for 30 seconds. There was good wall apposition achieved with the stent and the vessel wall. After fully deflating the balloon, the physician attempted to withdraw the balloon from the pt, but it became caught on the struts of the stent. This problem was solved after pulling and torquing the balloon very carefully without altering the position of the stent. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. (Which is indicated as "other" under section h3 code) additional info will be submitted within 30 days of receipt.